Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. Upon removal from the packaging, the ruby coil was dropped on the floor, rendering it unsterile and was not used. The procedure continued successfully using a new ruby coil.